Manufacturer narrative:
(B)(4). The analysis result of the device found that it was received with the jaw bent and the lower and top shrouds cracked. It could not be determined what may have caused the damages found. No functional testing could be performed due to the condition of the instrument. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was an unknown malfunction. There were no patient consequences. Case completed with another device of the same product code.